Event description:
The manufacturer received information alleging a ventilator service required code was observed related to internal battery failure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was not repaired or evaluated as it was scrapped.